Event description:
It was reported that during a surgery, the metal tip of the serfas energy suction probe broke off. Allegedly the fragment is still visible on the x-ray as confirmation that it has fallen into the pt's wound so that revision surgery is expected.

Manufacturer narrative:
Additional info will be provided once investigation is completed.